Event description:
In this event it was reported that after use of ah plus and other products, a pt with known allergies to quinol experienced an allergic reaction.

Manufacturer narrative:
Quinol is not an ingredient to ah plus and there is no relation between the ah plus ingredients and quinol. However, as it is possible the pt is allergic to another ingredient and is not aware of the allergy, the device used in this case could have possibly caused or contributed to the pt's symptoms. Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.